Event description:
It was reported that the device became stuck to the wire. The 99% stenosed target lesion was located in severely tortuous and severely calcified left anterior descending artery. A rotablator rotational atherectomy was used together with 330cm rotawire. During the procedure, the burr and the rotawire wound together. The procedure was completed with another of the same device. No complications reported and patient is stable.